Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had unresponsive button. Customer reported that the belt clip was not locking in place due to crack. Customer reported that sometime back light did not come on. Customer¿s blood glucose level was unknown. Customer did not troubleshoot. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump received with all buttons responding properly. No damage on keypad assembly. No unlocked lcd keypad connector. No unexpected missing segment/partial display anomalies noted. Insulin pump received with cracked belt clip slot and cracked battery tube threads.